Event description:
It was reported that stent dislodgement occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion, and the stent dislodged. There was no patient complications reported.